Event description:
On (B)(6) 2012, pt requested assistance with charging her basal rate on the infusion device. Pt stated, she has been in the hospital with blood glucose readings of 28 mg/dl and 25 mg/dl. Assisted pt with charging the basal rate. Pt reported, she is very brittle. Pt stated, her normal blood glucose level is around 120 mg/dl, but she really does not have a normal level. Pt reported, the emt's came and got her on (B)(6) 2012 and on (B)(6) 2012 and took her to the hospital. On call back on (B)(6) 2012, pt reported she was hospitalized for low blood glucose levels. Pt stated, her husband treated her with some food. Pt reported, she was in the hospital on (B)(6) 2012 and was released on (B)(6) 2012. Pt stated, she could not remember dates when attempting to verify the exact dates. Pt reported, the doctor stated, she has an infection and that was the reason for her low blood glucose levels. Pt stated, she was treated with an IV of unk content and antibiotics. Pt reported, she has experienced up and down blood glucose levels over the past 2 weeks. Pt stated, she has received no alerts on the infusion device. Pt reported, the infusion adapter has not been changed recently, advised pt to change the adapter with every 10th cartridge change. Pt stated, she has had some air bubbles in the insulin cartridge; advised on how to get the air bubbles out when filling the cartridge. Pt reported, the infusion set has become dislodged and pulled out; not sure how it comes out. Pt stated there was no smell of insulin or wetness of her clothes. Pt reported, her blood glucose levels are back where she wants them to be at the time of the call. Pt stated a trainer was coming to her house on tuesday; advised pt to go on the backup infusion device. On follow up call on (B)(6) 2012, pt confirmed she has been in the hospital on the (B)(6) and was released on the (B)(6). On follow up call on (B)(6) 2012 pt's husband verified pt experienced low blood glucose level on (B)(6) 2012 where he called the emts and she was treated at home. Husband stated on (B)(6) 2012 the emts were called for a low blood glucose level and pt was taken to the ER and treated; was not admitted and on the (B)(6) pt was admitted to the hospital and released on the (B)(6). Requested return of the infusion device, insulin cartridge, adapter and infusion set.